Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the in the mildly to moderately tortuous and moderately calcified nodules in the left circumflex (lcx) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. External flushing and imaging tests were performed three times without any violent operation. The catheter was then advanced to the distal end of the lcx over an unknown guide wire, and automatic pullback began. The image was generated normally, and the device was pulled back along the guide wire. As the catheter was about to be withdrawn from the y-valve to the outside of the body, the physician observed that the cable at the distal end of the catheter was exposed, and the transparent protective sleeve and the catheter had separated and fractured. The catheter and the separated protective sleeve were carefully withdrawn from the body. The procedure was successfully completed with another device of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed the sheath detach on the lap joint section. E1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the in the mildly to moderately tortuous and moderately calcified nodules in the left circumflex (lcx) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was disassembled using aseptic operation. External flushing and imaging tests were performed three times without any violent operation, and the flushing was carried out according to standard steps. The catheter was then advanced to the distal end of the lcx blood vessel along the working unknown guide wire, and automatic pullback imaging began. The image was generated normally, and the device was pulled back along the guide wire. As the catheter was about to be withdrawn from the y valve to the outside of the body, the physician observed that the cable at the distal end of the catheter was exposed, and the transparent protective sleeve and the catheter had separated and fractured. The catheter and the separated protective sleeve were carefully withdrawn from the body. The procedure was successfully completed with another device of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed the sheath detach on the lap joint section. (B)(6).

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the in the mildly to moderately tortuous and moderately calcified nodules in the left circumflex (lcx) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was disassembled using aseptic operation. External flushing and imaging tests were performed three times without any violent operation, and the flushing was carried out according to standard steps. The catheter was then advanced to the distal end of the lcx blood vessel along the working unknown guide wire, and automatic pullback imaging began. The image was generated normally, and the device was pulled back along the guide wire. As the catheter was about to be withdrawn from the y valve to the outside of the body, the physician observed that the cable at the distal end of the catheter was exposed, and the transparent protective sleeve and the catheter had separated and fractured. The catheter and the separated protective sleeve were carefully withdrawn from the body. The procedure was successfully completed with another device of the same device. The patient condition following the procedure was stable.